Manufacturer narrative:
This microtip was returned to the manufacturer without a reported failure or return authorization number, along with three additional microtips (MFR# 3009750704-2017-00079; MFR# 3009750704-2017-00088; and MFR# 3009750704-2017-00096). The facility contact was unable to determine how the needle broke. No complaint or failure information has been received on this device. The microtip was returned with the needle separated from the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
On june 13, 2017 two microtips were received on RMA# 27922 and on june 14, 2017 two microtips were received on RMA# 27937 from the facility. The facility had reported two needle break failures (see MFR# 3009750704-2017-00079 and MFR# 3009750704-2017-00088) to the manufacturer on may 19, 2017. The RMA numbers corresponded to those two reported complaints. A total of four (4) microtips were returned back. The facility contact has researched failures at the facility and is unable to determine where and when the two additional needle breaks occurred.